Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a reflux problem. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
System the system was examined and the reported event was attributed to the footswitch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 19, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to the footswitch. Therefore, the system met specifications, and it did not contribute to the reported event. Footswitch the footswitch was examined and the reported event confirmed. The footswitch was subsequently replaced to resolve the issue. The footswitch was returned for evaluation. The footswitch was manufactured on january 31, 2005. Based on qa assessment, both products met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The footswitch was connected to a calibrated system and tested. No functional problems were found with the footswitch. The footswitch was then connected to box and tested. The footswitch met specifications. The returned sample was determined to have met specification. Therefore, the root cause the reported issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).